Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that a single-level patient was revised. The m6-c artificial cervical disc was removed.

Manufacturer narrative:
A1: (B)(6), b4: 03-aug-2021, d6a: on (B)(6) 2012, g1: mr. (B)(6), g3: 03-aug-2021, g6: follow-up #1, h2: additional information, device evaluation. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation conclusions: 4315 - cause not established. H10: the radiographic images showed evidence of translation osteolysis, and mild radiolucency. Due to lack of pre-operative and post-operative imaging, further interpretation was not readily available. The implant was intact as-received. The endplates remained attached and the sheath was present between the endplates. Microbiology results reported no growth of microorganisms after 14 days. No pathology laboratory testing results were provided. In summary, mechanical damage to the device had occurred; however, it is unclear if mechanical failure had occurred. Bone resorption around both endplates was observed in the pre-revision images.